Event description:
While in power chair from drive medical vr2 digital control unit the cable from the hand control unit fell cut. I was thrown to ground, struck on concrete. Due to increase in pain, morphine internal pump had to be increased 50%. I found defect within 24 hours of receiving unit. Waited for drive to open on monday, (B)(6) 2010. They said they would send new controller (hand). They never did. Three times in the next 9-10 months, they never sent unit or fix problem. On the fourth try, they got unit to me but not after charging for it used 900.00. The replacement part has same defect. You can not lock in. The drive man (B)(6) tried to say I did not install right but had not had the parts installed yet. Said warranty was void. The major safety issue is person being thrown from chair. Some arc has been heard at disconnect fire. When chair is stuck someone could freeze to death, head and falling injury. At max speed and slit decline could be deadly. Drive vr2 controller is defective. (B)(6).